Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, pressure cannot be measured from the central lumen. The patient's condition remained stable and therapy was terminated without the use of other iab catheter. There was no reported injury to the patient.